Event description:
During the evaluation of a returned spectrum infusion pump, 17 occurrences of "upstream occlusion" alarms were identified in the event history log. Any pt involvement, injury or medical intervention is unk since these items were found during evaluation of the device.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The "upstream occlusion" alarms were confirmed through an event history log review. Based on the reported complaint, the contributing parts are input/output printer circuit board and upstream sensor and were replaced. The cause was undetermined. If any additional information is received a follow up will be sent. The unit was received in an un-repairable condition and will be scrapped.